Manufacturer narrative:
H10: the customer called technical support to report that the touchscreen failed. Per good faith effort (gfe) response received 15jan2024, the authorized service provider (asp) engineer stated that the customer declined service and repair. Therefore, the asp was not able to evaluate or repair the device. It is unknown what the outcome of the service event was, and no further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.

Manufacturer narrative:
H11: per good faith effort (gfe) response received 15jan2024, the authorized service provider (asp) engineer confirmed that there was a scratch in the middle of the display but stated that the customer declined service and repair. Therefore, the asp engineer was not able to evaluate or repair the device. It is unknown what the outcome of the service event was, and no further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.

Event description:
Philips received a complaint by the customer on the v60, indicating that the touchscreen failed, and the hospital wanted to know if the failure was caused by implementing a field change order. It was reported that there was no patient involvement at the time the issue was discovered. The customer called technical support to report that the touchscreen failed and wanted to know if the failure was caused by implementing a field change order.

Manufacturer narrative:
E1: reporting institution name: the first affiliated hospital of sun yat-sen university reporting institution phone #: (B)(6). Reporter phone #:(B)(6).